Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device check post radiation procedure, multiple episodes of noise and noise reversions were noted on the right ventricular lead. The patient paces less than one percent and was asymptomatic. No intervention was reported. The patient was in stable condition.